Event description:
It was reported that a patient presented with an insulation breach noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
Correction: g3: awareness date should be dec 5, 2023.